Event description:
Hospital personnel were attending to a pt, condition unk. Reportedly, the defibrillator was charged to deliver 200 joules, however did not charge when the buttons were pressed. The device was recharged to 200 joules & again the defibrillator would not discharge. A back up device was obtained & used to continue treatment. The pt was not resuscitated. The rptr is not alleging the device caused or contributed to the pt's death. This opinion is based on the rptr's confirmation that the event was not an adverse event, per medwatch guidelines.